Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00293. It was reported the patient experienced ineffective stimulation from her scs system. X-ray taken showed the lead had migrated three vertebral bodies. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00293. Follow up identified the patient underwent surgical intervention on (B)(6) 2017. Reportedly, the physician repositioned the existing lead(s) during the procedure. In addition, the patient scs system was programmed postoperatively and adequate stimulation therapy coverage was restored.